Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was no information in the patient¿s chart to confirm that end of service (eos) occurred. The pump was read on (B)(6) 2014 and again after the replacement on (B)(6) 2014. The telemetry strip confirmed that the elective replacement indicator (eri) occurred on 14-oct-2014. The reporter did not want to fax in the telemetry strip. No further information was provided.

Event description:
The pump was refilled on (B)(6) 2014. Right after the pump was filled the patient got really sick. Shortly after the pump refill, the patient went to see her doctor and she had an ear infection and blood in her urine. Her doctor¿s main concern was her sinuses and ear. The doctor treated her with amoxicillin 800 mg and 125 of something else. She was on the antibiotics for 10 days. During that time, she got thrush, ¿in her private area¿, which she got regularly and she had to take two 150mg diflucan right away. Around (B)(6) 2014, the patient knew she was going through withdrawal; she was sweating, had cotton mouth, dry lips, she couldn¿t eat, and her stomach was nauseated. Prior to (B)(6) 2014, the patient had had diarrhea for 7 days. She tried imodium to stop the diarrhea; her bottom was raw and it was ¿pouring out of her like water¿, so she forced fluids down. She couldn¿t talk good because of something with her tongue and her anxiety level went up. She went to the ER (emergency room) on (B)(6) 2014. The hcp (healthcare professional) checked her pump and said it was pumping. Her pain level in her spine shot up and she was having cramping. She didn¿t usually have cramping. The hcp told her that he thought it was a virus. The hcp put her on 15mg of oxycodone every 6 hours as needed. She took the oxycodone and was still so sick and couldn't sleep. About a week prior to this report, the patient was in the bathroom and heard a beep; she wasn¿t sure where the beep came from. Here spine had been hurting more recently. A test was done around the thanksgiving holiday and oxycodone showed up, but the morphine level was really low. As of the date of this report, the patient felt like she was going through withdrawal. A dye test was going to be done a week after this report. The hcp thought that there might be an issue with the catheter. The device system was delivering morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-upreport will be sent.

Event description:
Additional information indicated that there were never any issues with the pump that the patient reported to the healthcare provider (hcp). Per the reporter, the patient was hearing the normal end of service (eos) alarm. The new pump was placed on (B)(6) 2014 and since that time the patient was reporting effective therapy.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# , implanted: (B)(6) 2008, product type: catheter. Product ID: 8590-1, lot# n108006, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).